Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to receive a thyroid cancer diagnosis requiring surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).